Event description:
Per the clinic, the patient experienced infection and subsequently, was treated with oral and IV antibiotics (date and duration not reported); however, the issue could not be resolved. The device was explanted on (B)(6) 2024. There are no plans to reimplant the patient with a new device as of the date of this report.